Manufacturer narrative:
(B)(4). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient's representative reports an intracapsular rupture right side. Additionally, imaging affirmed "inhomogeneity and suspected capsular disconnection" and "intracapsular rupture with low fluid accumulation". Device has been explanted.

Event description:
Patient's representative reports an intracapsular rupture right side. Additionally, imaging affirmed "inhomogeneity and suspected capsular disconnection" and "intracapsular rupture with low fluid accumulation". Device has been explanted.